Manufacturer narrative:
The account replaced all four casters to resolve this issue.

Event description:
The account alleged when they engage the brake/steer pedal into brake, the caster tread holds but the casters continue still swivel on all 4 casters.